Event description:
Per the company's sales rep who was not present during case but received information from the hospital contact, during a knee arthroscopy, the surgeon had a clear picture, was not using a turniquest. The intelijet was set with a pressure of 60mmhg, and was inflowing through the scope using company's scope cannula and inflow only tuning. Epinephrine was used in saline bags. They were going on their 4th bag of saline (3000cc per bag) when they realized they were getting very little outflow. Out of 9500cc's only 600cc's came out. When they pulled the drape, there was extravasation "up the leg, through the crotch and penis". They were using gravity, outflowing with suctiion from an arthrocare wand. The patient has been admitted and a urologist was called in to look at the patient. No further information provided regarding patient condition.